Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: during follow up with the reporter, it was stated that "I can't confirm exactly how far off the cuts were. We did confirm the arrays moved at some point. " the device was also in use with the velys array set knee device

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: results received from the engineering team: investigation summary: the investigation found 2 issues: issue 1: the investigation could not confirm the reported issue of, "distal and chamfer cuts were off". Issue 2: the investigation could confirm the reported issue of, "camera was not aligning with robot and was off plane nearly 1cm without adjustments". Investigation completed under velys base station. The issues were investigated and reviewed by the systems team. Issue 1: the investigation could not confirm the reported issue of, "distal and chamfer cuts were off". An exact cause of the reported issue could not be established. The investigation found that the most probable root cause of the reported issue is a combination of not understanding the measurements displayed on screen, rapid robot movement during operation caused by cart mounted use, saw handling technique, sub optimal placement of the leg relative to the device array, and sub optimal landmark acquisition of the anterior cortex. The point tool was utilized on the distal, posterior, and posterior chamfer cuts and showed accurate within expected system performance. There was one instance where the pointer was placed below the distal cut plane near the intercondylar fossa and showed an inaccurate reading of ~7.5mm. This however was not part of the resected surface and should be ignored when measuring. The investigation found that during operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. During the chamfer cuts evidence of mediolateral cutting technique is seen. Assess the flatness of the resected surface and run the saw again if needed. To ensure flat resection surfaces: wait for the motor of the saw to reach full speed prior to engaging the bone. Hold the saw handpiece gently to allow the robotic-assisted device to adjust the resection plane. While cutting, advance or retract the saw blade, avoiding mediolateral movements. This will ensure the sharp end of the saw blade is used to resect bone, not the sides of the saw blade. The investigation found the leg was sub optimally positioned relative to the device array leading to a plane not reachable message appearing on the distal cut step. The investigation found the leg was positioned too close to the device array and should be approximately 180mm from the device array interface. Place the knee in a stable position, flexed between 90 degrees and 110 degrees. Position the center of the device array interface at 25 mm (1 inch) below the femoral epicondyles. Position the center of the knee at approx. 180 mm (7¿) from the device array interface. Ensure the leg and the holding arm are both vertically aligned. Ensure the planned implant axis (and not the bone axis) is aligned with the device axis. The investigation found that the anterior cortex line registration was done sub optimally. The bone in the image is a model and does not represent the real anatomy of the patient. The image, from the femur landmark acquisition step, shows that the anterior cortex line was acquired too medially. The anterior cortex/reference point, derived from the anterior cortex line, determines the initial anterior-posterior (a-p) position of the femoral implant for an anterior referencing tka. The anterior cortex/reference point is also the location where the anterior resection plane will exit the femur. The image also shows that the anterior cortex/reference point was chosen on the medial portion of the line. If the anterior cortex line is acquired too medially the femur can notch on the lateral ridge of the trochlea. This is because the lateral ridge of the trochlea is often times more prominent anteriorly than the shaft of the femur. The IFU states, "a smooth line must be acquired with the pointer along the lateral surface of the anterior cortex. This line will later be used to calculate the anterior reference point which is where this line crosses the exit of the anterior cut plane in anterior referencing techniques". Root cause: an exact cause of the reported issue could not be established. The investigation found that the most probable root cause of the reported issue is a combination of not understanding the measurements displayed on screen, rapid robot movement during operation caused by cart mounted use, saw handling technique, sub optimal placement of the leg relative to the device array, and sub optimal landmark acquisition of the anterior cortex. No defect was found with the satellite station. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a knee surgical procedure it was observed that the velys satellite station device distal and chamfer cuts were off. The camera was not aligning with robot and was off plane nearly 1cm without adjustments. The device was in use wit the velys base station device. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.